Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that medication leaked from a bd phaseal¿ secondary set c61. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: there are 14 complaints reported with this defect on the lot: 1005467. DHR was reviewed for lot 1005467 and ncr 344/2017 raised to address relabeling activity. No production ncr-s ware raised during production that could explain issues costumer was describing. No samples received for this complaint but samples have been received from this lot: 1005467 under water test performed on samples received from lot: 1005467 and CT scan of sample that failed underwater leak test. CAPA is assigned to vm team pr402679 and investigation is undergoing. Investigation conclusion: root cause of leakage on c61 is molding issue with spike component (5328) lower part of spike where tubing is connected is not centric, this defect will make wall of component thinner on one side and thus cause leakage.

Event description:
It was reported that medication leaked from a bd phaseal ¿secondary set c61. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that medication leaked from a bd phaseal ¿secondary set c61. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.